Event description:
It was reported that we faced (B)(4) different incidents with (B)(4) different devices. Staples remained stuck in the applier.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The stapler was returned with (B)(4) staples remaining in the cover block indicating that at least (B)(4) staples have been fired by the end user. Reference file anp1900070317 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to fire properly. This was repeated with the same result. However, the next four staples were unable to release properly. The sample was sent to the manufacturing site for further investigation. It was observed that the cover block was looser than usual and the rail was not functioning properly. It appears that some external stress or force was applied to the device, which caused the cover block to become loose and the rail to malfunction. These damages prevented the staples from releasing properly from the device. Based upon the defects and damages observed, it appears that unintentional user error caused or contributed to this event. Reference file anp1900070317 for investigation photos. Reference attached file tecate_investigation_visistat_1900070317 for manufacturing site investigation. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staples remained stuck in the applier" was confirmed based upon the sample received. Upon functional inspection, some of the staples were unable to release. The sample was sent to the manufacturing site for further investigation. It was observed that the cover block was looser than usual and the rail was not functioning properly. It appears that some external stress or force was applied to the device, which caused the cover block to become loose and the rail to malfunction. These damages prevented the staples from releasing properly from the device. It is unlikely that these damages were present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that we faced 3 different incidents with 3 different devices. Staples remained stuck in the applier.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73a1900144 was manufactured on 01/03/2019 a total of (B)(4) pieces. Lot was released on 01/14/2019. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73f1900697 the staplers were functionally inspected (fired) and issue reported "staples ramained stuck in the applier" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that we faced 3 different incidents with 3 different devices. Staples remained stuck in the applier.